Event description:
It was reported that during a prostate procedure, the cap of the surgical fiber detached inside the pt and was retrieved using a dornier tool. The procedure was completed using a second fiber. Outcome: "no damages to the pt".